Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube, missing reservoir tube o-ring and broken reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock and click in place.

Event description:
The customer's spouse reported via phone call that there were missing pieces from the top of the reservoir compartment. The customer's spouse stated that the reservoir would not lock in place and they had to tape the reservoir in the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.